Event description:
It was reported that the chest x-ray showed the atrial lead had dislodged. The lead was revised at a later, unknown date. Following revision, the patient was reported to be doing well.

Manufacturer narrative:
.